Event description:
It was reported that a loss of monitoring occurred for 20 to 40 pts for approx 15 minutes due to a power failure. The cic pro monitoring system's uninterruptible power supply is presumed to have failed to maintain the system's function during the loss of main power. No alternative physiological monitoring was available. There were no pt injuries reported. There were 5 cic pro clinical info centers involved during this incident with each having a separate form 3500a. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.